Event description:
It was reported that the patient experienced pocket stimulation upon pacing. Capture thresholds had increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.